Manufacturer narrative:
Investigation conclusion: complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. A technical support representative reviewed customer data and performed data analysis. Retains of the cartridge lot were tested and reproduced false negative results, however, root cause was unable to be determined. Additionally, no further investigation will be able to be performed as remaining cartridges are not available for investigation.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation is ongoing and a supplementary report will be provided once complete.

Event description:
On (B)(6) 2022: customer reported that they received a suspected false negative result with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), reader sn: (B)(4), lot number: 21422m). On (B)(6) 2022: customer received positive sars-cov-2 antigen test on an unspecified brand of test. The individual had symptoms, fever cough, sore throat and known exposure. Both reader and cartridges are being stored at room temperature. Customer received replacements 10-pack (order#: 221424).